Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt upper arm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.